Manufacturer narrative:
Physical investigation of product is not anticipated as reporter indicated device was discarded. Investigation will be performed per adc's established processes and procedures, and a report will be submitted upon completion of investigation activities. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An "unspecified ¿sensor error message was reported with the abbott diabetic care (adc) device, and the customer was unable to obtain readings. As a result, customer experienced disorder, cramps, and intense pain. Customer treated themselves with sugar, compote, cereal bars, and dried apricots. There was no report of death or permanent impairment associated with this event.